Event description:
It was reported through a research article that 357 patients underwent concomitant combination (combo) therapy and mitral transcatheter edge-to-edge repair (m-teer) from (B)(6) 2015 to (B)(6) 2018. Follow up was performed within 3.6 years of the procedure. The results showed that the implanted mitraclips may have caused or contributed to death. Additional information is listed in the attached article, titled ¿outcomes of combo therapy for severe mitral regurgitation compared with transcatheter edge-to-edge repair.¿

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2: date of death estimated; b3: date of event estimated; d4: the UDI is unknown due to the part/lot number was not provided; d6: date of implant estimated. Attachment: article titled ¿outcomes of combo therapy for severe mitral regurgitation compared with transcatheter edge-to-edge repair.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported death. Death is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.